Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous elevated accutni result above acute myocardial infarction (ami) cut-off generated by the unicel (r) dxc 600i synchron access clinical system. The erroneous results were reported out of the laboratory. The patient was treated with heparin and transported to another site. A negative troponin result was obtained using alternate method (unknown) at the alternate site. The initial sample was repeated at the original site on the same unit and accutni results within normal range was obtained.

Manufacturer narrative:
The samples were collected in serum tube and spun at 3500 rpm for 5 minutes. On (B)(4) 2010, the customer performed system check which passed within specifications. Three level of qc are run daily. Before and after the event level 1 and 3 qc runs were within the customer's established mean. However, level 2 qc was inconsistent; it was out high 2sd. Upon repeat lower result was recovered within 1sd range. Service was declined. A clear root cause can not be determined for this event.